Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice (hc) cassette had a leak during peritoneal dialysis. The patient was connected at the time of the event. The patient awoke to the hc alarming check heater line, and turned the hc off. A leak had accumulated under the hc, but the direct cause of the leak was not determined. Renal therapy services initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.